Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection and functional testing were performed with no issues noted related to the reported condition. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced shock when connected to the amia cycler. The patient felt a micro-electrical current. This was discovered during an unknown process step of peritoneal dialysis (pd) therapy. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.